Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens could not be advanced through the cartridge. Additional information was received and stated, the procedure was completed on the same day and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).